Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device explant for normal battery depletion, noise with greater than two seconds of pacing inhibition was noted on the right ventricular (rv) lead. The cause of the noise was unknown. The physician also stated that the atrial channel exhibited pauses in pacing. Boston scientific technical services confirmed the timing pattern and why there was no atrial pacing. The rv lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.